Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 multiple led display segment failure. Technical support - generated case and forwarded to cad. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/10/2015 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device has a display issue. There are multiple lvps that have segment failures. They are typically the right one or two digits on the rate. There are one or more segments that are only half lit. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a display issue. There are multiple lvps that have segment failures. They are typically the right one or two digits on the rate. There are one or more segments that are only half lit. There was no patient involvement.